Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Pump passed the delivery accuracy test. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Unit received with cracked retainer, minor scratched display window, missing display window cover and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was under delivery insulin pump. The customer¿s current blood glucose level was 15.6 mmol/l. The customer reported that the pump was under delivering insulin as blood glucose level had been higher than usual. The customer was advised that the pump would be replaced. The insulin pump will be returned for analysis.